Event description:
Device report from synthes (B)(4) reports and event in (B)(6) as follows: it was reported that on (B)(6) 2013 the autoclave sterilization was done for trauma recon system. It was further reported during and unknown surgery on (B)(6) 2013, that the sterilized package was opened and a greasy substance was observed. This report is 5 of 6 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.